Manufacturer narrative:
Despite repeated requests, richard wolf gmbh have not yet received any additional information from the customer whether the broken piece of the electrode remained in the patient's uterus. Device is not yet returned to manufacturer for investigation.

Event description:
It was reported that "the resection loop broke during the operation. A piece appears to have remained in the patient's uterus."